Event description:
It was reported that the right ventricular (rv) lead threshold increased as well as the impedance decreased. The lead still captured and so a chest x-ray was taken that showed the lead dislodged. The physician suspects the patient's shadow boxing may have caused the dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2012.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. The analyst commented that it appears that the helix was stretched and bent during the dislodgement/twiddler's syndrome, not during explant.